Manufacturer narrative:
Batch review performed on 04 july 2023: lot 2116165: (B)(4) items manufactured and released on 15-dec-2021. Expiration date: 2026-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with other 2 similar reported event in the period of review. Additional devices involved, batch review performed on 04 july 2023: ball heads: mectacer 01.29.211 biolox delta ceramic ball head 12/14 ø 36 size xl +8 (k112115) lot 1907363 lot 1907363: (B)(4) items manufactured and released on 20-nov-2019. Expiration date: 2024-11-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event in the period of review. Stem: sms solid 01.36.045 sms solid stem std size 5 (k181693) lot. 2114510 lot 2114510: (B)(4) items manufactured and released on 09-mar-2022. Expiration date: 2027-02-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Cup: mpact 3d metal 01.38.056dh acetabular shell ø56 two-hole (k171966) lot. 2119570. Lot 2119570: (B)(4) items manufactured and released on 31-jan-2022. Expiration date: 2027-01-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient had a primary hip surgery on (B)(6) 2022. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner (emdr 2022-00792). The surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.